Event description:
It was reported that the sheath had been in use in an elderly female pt with respiratory distress, asthma, and a possible mi. The pt was agitated and respiratory distress increased. The physician removed the swan ganz catheter, and before inserting a second catheter, he aspirated the sideport and obtained what seemed to be a mix of blood and air. Once air embolus was suspected, the sheath was removed and the pt was intubated. The pt's condition remained unstable.